Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a patient line cap (pull ring). This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye revealed the device was wet, in used condition without a pull ring cap on the patient adapter. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. The hardware device interaction testing on an homechoice machine was performed with acceptable results, no alarms.the reported condition was verified.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.